Manufacturer narrative:
The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
Edwards received additional information that post-implantation of this 23mm bioprosthetic aortic heart valve, the patient experienced heart block requiring placement of a pacemaker. Per obtained information, the 23mm valve was implanted and there were no gaps identified. The patient was removed from bypass and hemostasis was assured. The patient had pre-operative bradycardia which appeared to progress to complete heart block. Two (2) sets of ventricular pacing wires were placed and a dual chamber pacemaker implanted. This (B)(6)-year-old male was transferred to the cvicu in stable condition. The pacemaker was interrogated prior to discharge and everything was as expected. There was expected acute blood loss anemia and consumptive thrombocytopenia which were resolving at the time of discharge. The patient was discharged on pod #6.

Manufacturer narrative:
(B)(4). Peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard perioperative medications, anesthesia, and/or instrumentation of the heart. The reason for post-operative av block after surgical avr is related to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. The close anatomical relationship between the aortic valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic aortic valve procedures. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient. Although there have been attempts to receive further information regarding the event, no additional details were provided. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. UDI # (B)(4).

Event description:
Edwards received information that post-implantation of this 23mm bioprosthetic aortic heart valve, the patient experienced heart block, requiring pacemaker implantation. The implant duration of the surgical valve is unknown. No additional details were provided.